Manufacturer narrative:
Simulated treatment was performed and completed without any alarms or failures. The cycler passed the air system test and the valve actuation test. Visual inspection of the exterior of the cycler showed no sign of any physical damage. Per the fresenius pharmacovigilance physician: the event of peritonitis is unlikely related to the liberty cycler machine. The etiology is unknown but ost likely the event was caused by potential touch contamination while the patient was on continuous cycling peritoneal dialysis. There were no reports of any fluid leaks or device malfunction. The patient was treated with antibiotics and has recovered. She continues to use the same cycler for continuous cycling peritoneal dialysis treatments without any ill effects. This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed to FDA regarding all potential adverse events received between march 21, 2011 to march 11, 2013.

Event description:
Patient called with a fill complication, when she was asked to check for fibrin she said she had an infection and it looked like her catheter had become cloudy. Patient closed the catheter clamp and called her nurse. Patient went to peritoneal dialysis clinic because of a cloudy peritoneal dialysis effluent drain. Effluent cultures were drawn. There were no catheter infections or any other infections at this time. No reports of a fluid leak or other cycler problems prior to the peritonitis events.